Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the ethernet bulkhead was not working and scans wouldn't transfer from the imaging acquisition system (ias). The manufacturer representative (rep) bypassed the bulkhead and plugged directly into the network isolator and was able to communicate with the ias. There was no delay and no impact on patient outcome. The use of medtronic navigation and imaging was aborted. Additional information was received. It was reported that the procedure was completed by using a different navigation system.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735859. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. Analysis was completed on the returned concomitant product ID: connector 9735859. Pnl-mnt ethrnt s8 svc and the connector had bent contacts. A continuity test showed an open pin at 2. B01, c02 and d02 apply to the system checkout and the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.